Event description:
It was reported that after stenting a "cto" lesion in a saphenous vien graft, thrombus developed within the stent and the vessel closed. A balloon inflation within the stent successfully reopened the vessel.